Event description:
Customer reported, the system intermittently locks up and will not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane and the generator interface board. No patient injury was reported.